Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5; h6 component code. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was observed during the device evaluation: no image. A root cause could not be identified. Based on the results of the investigation, it is likely the b30 error and no image was due to fluid invasion in the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from customer: the event occurred during preparation for use for a therapeutic bronchoscopy that was able to be completed using a similar device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection for use, the subject device gave a b30 error. There was no harm or injury reported.